Event description:
A peritoneal dialysis (pd) patient reported that his cycler alarmed for a heater bag issue during the middle of fill 1. While troubleshooting the issue, he discovered fluid leaking from the cassette door. He discontinued treatment. He was advised to stop using the cycler and to contact his pd nurse. The set was retained and is being made available for evaluation. During f/u, the pd nurse reported that his effluent remained clear after this event. He did not have any infection. The patient had already been prescribed antibiotics for a pre-existing infection which was cleared. On (B)(6) 2014, the patient had a kidney transplant completed. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.